Event description:
International affiliate was notified of an event that the hospital reported they had the oxygen mask pressed to the patients face. A few days later, the oxygen tube detached from the mask. They reattached the tube again, however, the patient died. The hospital feels that the death was caused by the patient's condition, and not a device malfunction.

Manufacturer narrative:
Results evaluation codes - smiths medical's investigation into this report is limited as the complaint sample was not retained. Investigation is limited to the following sources of information: the complaint incident report form. Complaints history for this product. A review of our complaints history confirmed this to be the first complaint for this product lot. Thought there have been two similar complaints for disconnect during the past five years, these are historical and do not indicate a systematic failure during manufacture. In the absence of the complaint sample, we were unable to further investigate this incident and can only surmise this incident is related to either of the following: the degree of retention between the tube and connector was lower than usual. The user inadvertently caused the detachment during movement. Though we are sympathetic to the unfortunate outcome in this incident, there is no evidence to indicate this product failed as a result of manufacturing defect. This report has been logged for trending.